Manufacturer narrative:
Product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported that during implant impedances of the were abnormal and low on all contacts. The impedances were measured to be between 30 and 34 ohms. The lead was replaced and impedances were normal. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Analysis of the lead (lot #0207852055) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.